Manufacturer narrative:
(B)(4). An investigation is in process. A followup report will be submitted when the investigation is complete. This report is being filed on an international product, (B)(4) that has a similar product distributed in the us, (B)(4).

Manufacturer narrative:
(B)(4). Testing was performed using an in-house file kit of architect ipth reagent 8k25 lot 02110g00. Testing was completed using both the routine mode and the stat mode for a total of 6 runs. For each testing scheme, three architect instruments were calibrated, and a single replicate of architect intact pth controls were tested. Using the accepted calibration curve ten replicates of each level of the architect intact pth controls were run. The individual replicates and the grand mean were evaluated against the control acceptance criteria, all individual replicates and grand means were within acceptance criteria for each level. Customer complaint data was reviewed and no adverse trends were identified. The investigation did not identify a product deficiency.

Event description:
The account stated that discrepant architect ipth results were generated on a dialysis patient sample. An initial result of 4.0 pg/ml was generated. The sample was repeated with results of 161 and 150 pg/ml. The sample was run again the following day and a result of 0.00 pg/ml was generated. Another sample from the same patient gave an initial result of 5.9 pg/ml with repeat results of 251 and 235 pg/ml. This sample was also repeated the following day with a result of 0.00 pg/ml generated. There was no report of impact to patient management.